Manufacturer narrative:
(B)(4). Date of follow-up report: 07/05/2016. One used lf4200 device was received for evaluation. Visual inspection found the knife was protruding from the jaws, preventing it from opening. The customer's reported condition is confirmed and attributed to user error. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. Tissue found in the webbing may have also prevented the knife from retracting far enough to allow the jaws to open. Per the IFU, the jaws should be closed and locked before activating the cutter. It also cautions users to frequently clean the blade to prevent difficulty in activating the knife. Review of the device history records for this lot found no potentially contributing factors.

Manufacturer narrative:
(B)(4). Date of initial report: 04/20/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device jaws could not be opened after initial use. No patient injury occurred.